Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had fallen on (B)(6) 2017, and since their fall, they had been feeling like their therapy was turning on/off by itself. It was reported that the rep was with the patient at the time of the call and had indicated that they had checked the patient¿s impedances and found normal impedances between 700 and 1000 ohms. They stated that impedances were checked both while the patient was in the sitting and standing position and they did not see any significant changes in values. It was confirmed that the patient had adaptive stimulation and that the ins was reading the positions as expected so there was no need to re-orient the ins today. It was reviewed with the rep to take various rom or positions and discuss palpitation along the system. Again, it was indicated that they had already tried the sitting and standing positions, but it was reviewed that they could try a more flexed position like having the patient tie their shoe or palpate at the ins header block. The patient was redirected to follow-up with the healthcare provider if the issues continued, so that they could keep an eye on the impedances to see if they change value or if the frequency of the ¿on/off¿ would increase. It was reported that the event occurred on (B)(6) 2017 and the "location of the symptoms were at the lead". No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative on 2017-06-19 reporting that impedances were checked and the orientation of the adaptive stimulation was also checked. Everything looked fine. The cause was unknown and it was unknown if the issue had been resolved. The patient weight at the time of the event was not available. This information was confirmed with the physician/account. No further complications were reported.